Event description:
The stryker clinical team read an article in " the bone and joint journal" written by (between others) doctor working at the hospital pierre paul riquet, toulouse, france who reported that : " in the context of a study on the mid term outcomes of 77 modular radial heade prostheses, it appears that 13 patients who were implanted with stryker radial head prostheses had to be revised due to painful loosening. (7 of them had a guepar prosthesis - 5 had a rhead recon prosthesis and 1 had rhead standard).

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remain implanted.

Event description:
The stryker clinical team read an article in " the bone and joint journal" written by (between others) doctor working at the hospital (B)(6) who reported that : " in the context of a study on the mid term outcomes of 77 modular radial heade prostheses, it appears that 13 patients who were implanted with stryker radial head prostheses had to be revised due to painful loosening. (7 of them had a guepar prosthesis - 5 had a rhead recon prosthesis and 1 had rhead standard).